Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic due to syncope. The implantable pulse generator (ipg) was in managed ventricular pacing (mvp) mode which allowed dropped beats. The device remains in use. No further patient complications have been reported as a result of this event.